Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Procedure was hemi shoulder arthroplasty converting to a total reverse shoulder. Instruments being used was being placed under the collar implant and the tip broke off the instrument and the piece was retrieved from shoulder. A like instrument was being used and one of the tines of the instrument became bent. At this point the collar was successfully removed from the humeral implant. Patient consequence? :no. Patient consequence description: broke from instrument was found and removed from table. Action taken for procedure: like instrument was used but it bent the instrument but at that point the surgeon had achieved removal of the implant. Is the information being submitted for this complaint all the details that are known/available regarding this event? : yes.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Product complaint #: (B)(4). Investigation summary: examination of the returned device confirmed the reported event. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.